Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the all the station was not communicating. A technical support specialist (tss) confirmed that hospital information technology (it) restored all previously offline servers back online in remote smart service (rss). Tss remotely accessed in zone 1 and verified that all becton dickinson (bd) services were running. Downtime extract transform load (etl) processes were confirmed to be executing successfully every five minutes, publishing data to all current subscriptions. Access to the es website and health sight viewer (hsv) was validated, with successful logins confirmed. No devices were reported in critical override status, real time device communication was restored, and no active notifications were present. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all the stations were not communicated. Customer tried to reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.